Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the issue. The fse replaced the display assembly. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had vertical lines on the top display. This did not affect the operation of the pump. There was no patient involvement, and no adverse event reported.